Event description:
Consumer complaint of low blood glucose results for daughter. Performed blood test - 300 mg/dl, daughter just had lunch. Results from memory are as follows: (B)(6) at 1:02p 74mg/dl. (B)(6) at 12:46p 47mg/dl. (B)(6) at 12:36p 53mg/dl. (B)(6) at 12:30p 47mg/dl. (B)(6) at 12:25p 47mg/dl. Caller states her daughter's blood glucose is normally 80mg/dl - 100mg before meal. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).